Event description:
It was reported that a user suspected a pinhole in the catheter; when he/she tried to withdraw blood after indwelling the catheter, air, not blood, was drawn into the syringe. The kit was replaced with a new one and no patient injury was reported.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen catheter and box clamp for evaluation. The box clamp was returned with sutures in the wings. Adhesive material was found on the extension line bodies. After the catheter failed functional testing, the extension lines were microscopically examined. A small slit was found on the proximal extension line near the juncture hub. The slit was smooth in appearance, indicating that lumen came in contact with a sharp object (scalpel, scissors, needle , etc). The returned extension line was cut 8 mm from the juncture hub. The inner and outer diameter of the proximal extension line were measured and were found to be within specification. This indicates that the wall thickness was within specifications. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing both extension lines with water. What the distal line was flushed, no leaks were observed. Water leaked from the proximal extension line when tested. The customer did not supply a lot number, however, a potential lot was determined from a sales history review for this customer. A device history record review was performed based on the potential lot with no relevant findings. The IFU provided with this kit warns the user , "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak was confirmed by complaint investigation. The proximal extension line contained one small slit. The slit was consistent with being slightly cut by a sharp object. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that a user suspected a pinhole in the catheter; when he/she tried to withdraw blood after indwelling the catheter, air, not blood, was drawn into the syringe. The kit was replaced with a new one and no patient injury was reported.